Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of the occluded cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) rose to greater than 500 mg/dl (>27.8 mmol/l) between 1 and 4 hours of wearing the pod. The reporter stated that there was pain during insertion and the bg levels were very high and could not be seen on the dexcom app. Upon removal of the pod from their leg, they noticed that the cannula was filled with blood which might have been the reason the insulin was not administering properly. As treatment a new pod was applied.